Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 219 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window.